Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es dispense times not showing up under patient case. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the dispense time was not showing up under patient case. A technical support specialist found issue has been linked to 'high-contrast' mode that may have been inadvertently enabled by users utilizing a keyboard shortcut. Dispense times visible after another user disabled high contrast mode, user confirmed issue was resolved. The system functioned as intended after the customer resolved it.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es dispense times not showing up under patient case. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.